Event description:
It was reported to philips that the imaging processing computer failed to boot up, which can impact imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and re-plugging the image processing computer board card which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the event happened during pre-check of a procedure and the procedure was performed on another device. The field service engineer (fse) inspected the system onsite and confirmed that the ippc startup failed, and the user tried restarting, but the issue persisted. The rse checked the error logs and found that the frontal ippc failed to boot up. Upon functional testing, the fse checked the ippc power, and it was good, then the fse re-plugged the ippc main board and hard disk to solve the issue. After reseating was completed, the system was returned to use in good working order.